Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a cross-thread in the shunt from the packaging. As per the subsidiary, there was a cross-thread in the shunt from the packaging, which caused blood to leak out in the field. The clinician also confirmed that it was a mis-thread and that no other blood was given to the patient. The patient was an infant with blood loss between 5ml and 8ml. *no consequence or health impact to patient. *product was not changed out; it was just retightened to ensure the thread was correct. *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on sep 8, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). The affected sample was not returned for evaluation. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit or inside the pouch. The retention sample was then pressurized with air up to 1030 mmhg, submerged in a water bath, and observed for any leaks. No leaks were noted on the retention sample. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.